Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the patient¿s inguinal hernia. However, it was reported that the patient had a pre-existing inguinal hernia prior to start of pd therapy. Currently, there is no allegation or any documentation in the file that a product issue or malfunction with the patient¿s fresenius cycler caused the hernia to require a repair. It was indicated that the patient developed scrotal swelling while receiving pd therapy (product unknown) in the hospital for an issue unrelated to dialysis. Based on the information available in the file, there is no objective evidence that a liberty select cycler product issue caused the patient¿s scrotal swelling. The patient resumed pd therapy with the same home fresenius cycler after healing from this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery in april. In additional follow-up, the patient¿s pd nurse stated that the patient had a pre-existing inguinal hernia prior to starting pd therapy (date not provided). Per the nurse, the inguinal hernia was not problematic while on pd therapy with the patient¿s home cycler. It was reported that on an unknown date in (B)(6) 2026, the patient was hospitalized for an ankle injury; unrelated to dialysis. While hospitalized, the patient was receiving pd therapy (unknown details, unknown product). The nurse stated that during this hospitalization the patient experienced scrotal swelling. As a result, the patient underwent repair of the inguinal hernia during hospital stay. Additionally, it was reported that the patient was switched to hemodialysis for renal replacement needs and to let the hernia site heal. The patient was discharged from the hospital (date unknown). It was reported that the patient did not have any overfill events or any malfunctions with the fresenius cycler in relation to the hernia repair. The patient has since resumed pd therapy on home cycler.